Event description:
It was reported that two (02) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 13, 2024 and january 14, 2024. H11: two (02) actual devices were received for evaluation. Visual inspection of returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the administration port.. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.